Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error was received on his insulin pump while he was refilling the reservoir. The customer's blood glucose was 176 mg/dl. He was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly and no button error alarm or moisture damage on the keypad traces was noted. The keypad connector was fully locked. The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The insulin pump was received stuck in a motor error alarm during bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window and a cracked display window corner.